Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked glue in the light guide lens and the objective lens. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer had recommended consulting with your healthcare facility¿s infection control committee if cleaning was not initiated. They had also advised consulting with your internal infection prevention and control committee. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had incorrect/no reprocessing. The event had occurred during service / maintenance (not in a clinical setting). There were no reports of patient harm.